Manufacturer narrative:
Concomitant medical products: bc: 435-500s/424-6020w, stent: c07100sl/c070800sl/c07100ml, gw: dv1418s (deja vu, asashi intecc)/ radifocus 180cm(terumo), indeflator: sm2600 boston scientific (B)(4). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
It was observed that the shaft appeared to be separated in the center portion of the balloon when the balloon was inflated. The patient was female, (B)(6). Target lesion was right /left superficial femoral artery (sfa). The target vessel was mildly calcified and not tortuous. Rate of stenosis was 60%. Approach was made ipsilateral and antegrade. The right sfa was treated first. After the lesion was pre-dilated and the stents (smart c07100sl, c07080sl) were placed, post-dilatation was performed for the residual stenosis with the aviator plus (424-6040w) balloon. There was no problem with the aviator at this point. Then the left sfa was treated. The smart stent (c07080ml) was placed directly, and the post-dilatation was attempted with the previously used aviator plus. However, the balloon could not be advanced over the guide wire (deja vu, asahi intec) at all, and was removed. Although no anomalies were noted in appearance, when the balloon was inflated at 4 atmospheres (atm), it appeared the shaft was separated in the center portion of the balloon. The separation could not be found without balloon inflation. The shaft was not separated completely, and there was a gap showing fault configuration. It seemed like the balloon lumen only was still connected. The guide wire was stuck at this separated portion. The balloon was exchanged to the 424-6020w, and the procedure was completed. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product was returned on april 15, 2010 and an analysis was performed: after successfully using the aviator plus balloon (4246040w) to post dilate a stent in the right superficial femoral artery (sfa), it could not be advanced over the guidewire with attempt to post dilate a stent in the left sfa. The shaft appeared to be partially separated in the center portion of the balloon. It appeared that the guidewire stuck in the gap at this separated area. The patient was female, (B)(6). Target lesion was right /left superficial femoral artery (sfa). The target vessel was mildly calcified and not tortuous. Rate of stenosis was 60%. Approach was made ipsilateral and antegrade. The right sfa was treated first. After the lesion was pre-dilated and the stents (smart c07100sl, c07080sl) were placed, post-dilatation was performed for the residual stenosis with the aviator plus (424-6040w) balloon. There was no problem with the aviator at this point. Then the left sfa was treated. The smart stent (c07080ml) was placed directly, and the post-dilatation was attempted with the previously used aviator plus. However, the balloon could not be advanced over the guide wire (deja vu, asahi intec) at all, and was removed. Although no anomalies were noted in appearance, when the balloon was inflated at 4 atmospheres (atm), it appeared the shaft was separated in the center portion of the balloon. The separation could not be found without balloon inflation. The shaft was not separated completely, and there was a gap showing fault configuration. It was reported that it seemed like only the balloon lumen was still connected. The guide wire was stuck at this separated portion. It was indicated that the body/shaft of that portion of the catheter was not kinked or bent during the procedure. The balloon was exchanged to a 6x20 aviator balloon (424-6020w) and the procedure was completed. There was no adverse event and the patient is in stable condition. A non sterile aviator plus 0.014" 6.0mmx40mm, 142cm was received coiled inside a bag. The balloon appears as if it had been inflated and deflated; liquid residues were also present. Inner body damage was noted at 4.5cm from the distal/tip. The inner body looks twisted. No other anomaly related to the report that it appeared cracked. An attempt to insert a gw of 0.014" in the transition area of the catheter was made and the gw passed without resistance or friction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported partial separation/crack of the body/shaft was not confirmed. The exact cause for the inner body twisted failure detected during the analysis could not be determined, however, based on the available information and the report that the balloon was successfully used to treat a lesion prior to the event, it appears that procedural factors contributed to the damage and inability to insert the guidewire during the procedure. Based on the analysis and the device history record review, there is no indication that the event or damages are related to the manufacturing process; therefore, no corrective actions will be taken.